Event description:
Healthcare professional (hcp) reports one incident of clotted fibers noted near the end of treatment with the psn 210 dialyzer. It was reported that approx three hours into treatment it appeared that all of the fibers did not fill with blood. Treatment was stopped and blood was returned to the pt. It was reported that blood clotts were observed during rinse back. Hcp reports that the pt had missed one hour of treatment as a result of stopping treatment. No pt injury or medical intervention to report per hcp.